Event description:
Hold for rw it was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to over-sensed noise and r-wave amplitude reduction. It was stated that the patient was using a ceramic cutting tool at the time of the event. The patient was seen in-clinic where provocative maneuvers were performed. Boston scientific technical services (ts) was contacted for review and it was confirmed that the system placement was appropriate. Potential programming options were provided and no additional adverse patient effects were reported. At this time, the s-ICD remains implanted and in-service.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (patient and impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to over-sensed noise and r-wave amplitude reduction. It was stated that the patient was using a ceramic cutting tool at the time of the event. The patient was seen in-clinic where provocative maneuvers were performed. Boston scientific technical services (ts) was contacted for review and it was confirmed that the system placement was appropriate. Potential programming options were provided and no additional adverse patient effects were reported. Recently, the patient received an additional inappropriate shock while sleeping. The patient was hospitalized, where the non-physiological artifacts were easily reproducible with patient movement during an evaluation. The device was temporarily programmed to the secondary sensing vector and ts was contacted for review. It was discussed that the electrode was most likely fractured, resulting in the oversensed noise and inappropriate therapy. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.